Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. The device was placed in the water bath in order to allow the media to soften. Microscopic examination found a pinhole at 2mm proximal to the proximal marker band. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube found a hypotube kink at 13cm distal to the strain relief. A visual and tactile examination identified no issues on shaft polymer extrusion. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment (#6). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 2 to 3 atmospheres immediately upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment (#6). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 2 to 3 atmospheres immediately upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.